Manufacturer narrative:
Corrected fields: h6. Impact codes, h6. Device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noise signals which led to inappropriate mode switch and no pacing inhibition was noted. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which leads to inappropriate mode switch and no pacing inhibition was noted. This ra lead remains in service. No adverse patient effects were reported.